Event description:
Two rods were implanted in the patient. Four to five months later, at least one of the rods were noted as broken. Hardware was removed.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.